Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1069 removed and 2976 was added.

Event description:
Subsequently, after the initial was filed it was reported the device was not fractured, it was noted the stent strut was flared. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous right coronary artery that is 95% stenosed. The 3.5x23mm xience alpine stent delivery system (sds) was advanced, but resistance was met with the anatomy and the sds did not cross. It was noted that the sds tip was fractured. Another xience alpine stent was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.